Manufacturer narrative:
(B)(4). Device product code: phx. Concomitant medical products: item#115313; lot#072910; item#32-486265; lot#439360; item#32-486265 lot#960570; item#20-8090-003-02; lot#65236417; item#110040202; lot#64909442; item#110040300; lot#65106148; item#405889; lot#698720; item#405800; lot#495020; item#110031869; lot#65118357; item#110003484; lot#664930; item#010000589; lot#930690; item#115396; lot#318140; item#180551; lot#072620; item#180550; lot#344530; item#110031399; lot#65142044; item#912040; lot#205700; item#912030; lot#p10452; item#912030; lot#p10177. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process, as the product remains implanted at this time. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is indicated to be revised approximately one (1) year post-implantation due to dislocating their shoulder while changing a tire. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. It was indicated that the dislocation occurred while the patient was changing a tire. However, with the provided information a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.